Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 60 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 120 mg/dl. No troubleshooting was performed as the customer was not wearing the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.